Manufacturer narrative:
Event occurred in another country.

Event description:
Rptr stated that a nurse experienced an unintentional needle puncture when a used safe-t-pro lancet device broke apart in her hand. No adverse event reported. Requested return of suspect device for eval.